Event description:
A report was received that stated, during patient use, a leak from the tracheal tube was confirmed. A pilot balloon failure was suspected. The tube was exchanged for a new tube. There was no report of patient harm or injury.

Manufacturer narrative:
(B)(4). One sample of an endotracheal tube was received for evaluation. No lot number was provided. An inflation/deflation test was performed and it was observed that after an hour and 15 minutes the cuff deflated. The sample was submerged into a container filled with water and it was observed the pvt valve leaked air. The reported failure mode is confirmed. All manufacturing controls were reviewed and found acceptable and effective to detect the reported failure mode. All products are inspected for no leaks and defective parts are removed from the lot.

Manufacturer narrative:
(B)(4)